Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after an alert via merlin.net. Upon interrogation, it was noted that the left ventricular lead exhibited high pacing impedance. Lead fracture was suspected. It was noted that the patient is not dependent. Programming changes were made. The patient will continue to be monitored. There were no patient consequences.